Event description:
Additionally, healthcare professional reported "any creases associated with hole".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and deformation. Weight measurement identified the weight of the device was within specification. After autoclave cycle a cloudy color was observed in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., h.3., h.6..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, and exchange from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product, capsular contracture, baker grade IV and seroma. Device has been explanted.